Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The moderate lesion being treated was located in the severely calcified protected left main. The lesion was pre-dilated with a 3x12mm apex balloon catheter. The physician then advanced the 16mm x 4.00mm ion stent delivery system (sds) to the target lesion; however the sds was unable to cross the lesion. The physician inflated a 4 x 12 nc quantum apex balloon catheter in the target lesion. The physician then re-advanced the 16mm x 4.00mm ion sds to the target lesion; however the sds was still unable to cross the lesion. The physician exchanged from an iq wire to a mailman guide wire. Then the physician re-advanced the 16mm x 4.00mm ion sds to the target lesion; however the sds continued to be unable to cross the lesion. The guide wire was exchanged for a non-bsc wire. Again, the physician attempted to cross the lesion with the 16mm x 4.00mm ion sds and was unsuccessful. The device was successfully removed and stent damage was noticed. The procedure was completed with 3.5 x 12 ion stent and post-dilation with a 4 x12 nc quantum balloon catheter. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Device is combination product. Device evaluated by MFR.: returned product consisted of a taxus element/ion stent delivery system with no original packaging. There was a blood like substance on the outer surface of the balloon. There was three struts lifted in the third distal row of the stent. The first two rows on the proximal end of the stent were bent back distally. The stent moved 5 mm from the proximal markerband. There was no other damage to the device. There was no evidence of any material or manufacturing deficiencies that could have contributed to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).